Manufacturer narrative:
The root cause of this event is a computer slowdown, recorded as design defect brdc-69.

Event description:
It was reported that during pre-operative planning the software shutdown while attempting to load patient images. The pc was rebooted and the images were present in the software. User was able to open the images and plan the trajectory. No further issues were noted.